Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite was reviewed and the DHR showed the freestyle lite passed all tests prior to release. A DHR for the freestyle lite strips was reviewed and the DHR showed the freestyle lite strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Model no was incorrectly documented in the initial MDR report.

Event description:
Customer's father reported, on behalf of his son, that the adc blood glucose meter displayed a low reading compared to hcp meter. On (B)(6) 2019, readings of 156 mg/dl at 02:00 a.m., 93 mg/dl at 4:00 a.m., and 137 mg/dl at 7:00 a.m. Were obtained on the adc meter and customer was treated with powerade (no carbohydrate) after each test. Customer did not experience any symptoms but was taken to the emergency room where a reading of 107 mg/dl was obtained on the adc meter at 11:00 a.m., and was again treated with powerade (no carb). A reading of 1300 mg/dl was obtained on the hcp meter at 1:30 pm and the customer was brought into the ICU where he was treated with unspecified units of insulin via IV until the blood glucose stabilized. Customer was still hospitalized at the time of call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported, on behalf of his son, that the adc blood glucose meter displayed a low reading compared to hcp meter. On (B)(6) 2019, readings of 156 mg/dl at 02:00 a.m., 93 mg/dl at 4:00 a.m., and 137 mg/dl at 7:00 a.m. Were obtained on the adc meter and customer was treated with (B)(6) (no carbohydrate) after each test. Customer did not experience any symptoms but was taken to the emergency room where a reading of 107 mg/dl was obtained on the adc meter at 11:00 a.m., and was again treated with (B)(6) (no carb). A reading of 1300 mg/dl was obtained on the hcp meter at 1:30 pm and the customer was brought into the ICU where he was treated with unspecified units of insulin via IV until the blood glucose stabilized. Customer was still hospitalized at the time of call. There was no report of death or permanent impairment associated with this event.